Manufacturer narrative:
Samples drawn in lithium heparin plasma tubes. Centrifugation for 10 minutes at 3000. Customer noted that the samples were very lipemic. Samples were unavailable for interfering substances. Qc recovered within range, when run before and after the event. Sys check data was not provided. Customer performed a 10-replicate accutni precision run, was within assay precision claims. There were no event log messages associated with this event. Svc was not dispatched. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR represents event 3 of 4 reported by this customer. The related mdrs that have been reported are: 2122870-2011-03732, 2122870-2011-03733, 2122870-2011-03735.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the unicel dxl 800 access immunoassay system. The erroneous high test results were above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. The initial test results were questioned by the physician. Add'l samples were drawn. Repeat analysis was performed. The test results were erroneously high. Sample was sent to a reference lab. The troponin result obtained at the reference lab was normal. No reports of death or injury, and no affect to pt treatment as a result of this event. This is event 3 of 4 reported by this customer for testing performed with samples from this pt with two different analyzers on two different days.